Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was to be used in the kidney during a ureteroscopy procedure performed on (B)(6) 2022. During preparation, an eyelash was noticed inside the device packaging. The procedure was completed with another dual lumen ureteral catheter. Note: a photo was submitted by the customer showing an eyelash inside the device packaging. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was to be used in the kidney during a ureteroscopy procedure performed on (B)(6) 2022. During preparation, an eyelash was noticed inside the device packaging. The procedure was completed with another dual lumen ureteral catheter. Note: a photo was submitted by the customer showing an eyelash inside the device packaging. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a1802 captures the reportable event of foreign material present on the packaging. Block h10: investigation result: the returned dual lumen ureteral catheter was analyzed, and a visual evaluation found the device was returned inside the unopened pouch. Additionally, a foreign material was observed inside the pouch. A media analysis was performed to the photo provided by the customer which confirmed the foreign material inside the pouch. No other problems with the device were noted. The reported event of foreign material present on the device was confirmed. Investigation found that the pouch was returned unopened; however, a foreign matter was observed inside the pouch. Therefore, the most probable root cause of this event is manufacturing deficiency as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress.